Event description:
It was reported that the patient experienced infusion set infusion set was accidentally pulled out during use event on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-46517 / initial 1 of 3. Based on the available information, this event is deemed to reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545, manufacturing site: 3003442380.